Event description:
User reported in a letter that a portion of the tampon remained inside their vagina. This was discovered during a hospital visit for ongoing treatment of pneumonia. Physician removed portion of the tampon that had broken off and continued with treatment of antibotics.